Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. After investigating it was found that the power management board was faulty. He replaced the power management board and did battery calibration and did software upgrade to the power management board and tested the unit and the unit is working fine.

Event description:
It was reported during servicing, while trying to calibrate the battery, the cardiosave intra-aortic balloon pump (iabp) was not charging batteries in the workshop. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported during servicing, the cardiosave intra-aortic balloon pump (iabp) was not charging batteries in the workshop. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.